Event description:
It was reported that the patient presented for routine battery change out. Upon interrogation, it was noted that the right atrial lead exhibited over-sensed noise that led to pacing inhibition. The capture threshold was also elevated. The lead was capped and replaced on (B)(6) 2022. The patient was stable throughout the procedure.

Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
New information noted fracture on the lead.

Manufacturer narrative:
Correction: to b5.: capped date should have been (B)(6) 2024. And not may 2, 2024.

Event description:
It was reported, that the patient presented for a battery change out. Upon interrogation, it was noted, that the right atrial lead was oversensing noise and fracture. That lead to pacing inhibition. The capture thresholds were also elevated. The lead was capped and replaced on (B)(6) 2022. The patient was stable throughout the procedure.